Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010.this report is filed (B)(6), 2011. (B)(4)

Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an x-ray indicate migration of the electrode array out of the cochlea. Explant and reimplantation is planned but had not taken place at the time of this report.